Event description:
It was reported that a spectrum infusion pump had an inoperable speaker. It was also reported that there was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported inoperable speaker. Evaluation found the backflex tail unsecured at connector j6 on the input/output printed circuit board. The backflex was correctly connected and the speaker operated as expected.